Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that after complete a site and an infusion set change, the customer received a motor error alarm. The customer did not drop the insulin pump. The customer's blood glucose level was 167 mg/dl. Advised that the insulin pump will have to be replaced. Advised customer to revert to back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.